Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2002. Legal counsel for patient further reported that a revision procedure was performed on (B)(6) 2012, due to patient allegations of pain, discomfort, soreness, dysfunction, and loss of range of motion. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012 was due to metallosis and osteolysis. The operative notes confirm that the acetabular cup and modular head were removed and replaced with competitor acetabular components and a biomet ceramic head. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿material sensitivity reactions.¿ and ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-00865 & -05429).